Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb13, (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Implant fracture identified at the collar. Also, a fractured removal tool fragment was identified stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 61920047. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61920047 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb13, (imp, tsv,3.7,13, mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region, upon long-term use. Also, a fractured removal tool fragment was identified stuck inside the implant. As per IFU the surgical technique does not recommend placing smaller diameter implants in the molar region. The abutment and associated screw were not returned for evaluation; and therefore, cannot be analyzed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The patients implant had been in place for more than 13 years; however, the type and extent of occlusal loading experienced over that time remain unknown. DHR review was completed for the subject lot number 61920047. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61920047 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ the customer did submit two (2) x-ray images for the reported event. Further evaluation of the provided x-rays identified the alleged fractured implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. No manufacturing defects identified at the time of distribution. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D6: d6a. If implanted, unknown. D6b. If explanted, unknown.

Event description:
Doctor reported fracture of implant collar at tooth site 36. Implant was removed.